Event description:
Customer reported the tubing fell apart. The nurse noted patient's blood coming out of the line proximal to the patient and was able to intervene before harm occurred. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with the results of the failure investigation once the evaluation has been completed.